Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked during priming. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. The customer reported that she changed out set and the reservoir broke and the white part stayed in the blue part and all the insulin came out. The customer reported that the reservoir snap cap stayed stuck in the blue transfer guard. The customer reported that the reservoir was discarded (not used). The customer reported that the location of the leak is snap cap that stayed stuck in transfer guard. The customer was advised to return the reservoir and transfer guard.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir performed manual inspection and found snap-cap detached from reservoir¿s barrel, and found snap-cap attached to transfer guard. Unable to verify leak anomaly.